Event description:
A surgeon reports she found cracks on the intraocular lens (iol) while it unfolded in the eye during implant surgery. There was no pt impact/injury associated with this event. The surgeon indicated the cracks were on the periphery of the iol and the pt wasn't bothered at all. The device remains implanted.